Event description:
Md went to deploy vasoseal kit #5. When md went to retract sheath after deploying 1st plug, sheath remained in patient's right groin. Md contacted cv surgeon. Patient to surgery 08/20.